Event description:
It was reported that the patient sent in a remote transmission and it was found that the right ventricular lead had high impedance and thousands of short interval counts and noise. The lead also had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).